Event description:
It was reported that the patient presented to the operating room for system implant procedure. During procedure, failure to insert the guidewire into the atrial lead was observed. The lead was not implanted. Another lead was implanted successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.